Manufacturer narrative:
One device was returned for repair with complaint that dose button was not working. Investigation found the downstream occlusion (dso) seal was detached, which indicates the seal integrity was compromised and could expose the pump to fluid ingress, which is a reportable malfunction. No service records found in the last 12 months. Visual inspection found the dso seal was detached. The dso seal was replaced.

Event description:
One device was returned for repair with complaint that dose button was not working. Investigation found the downstream occlusion (dso) seal was detached, which indicates the seal integrity was compromised and could expose the pump to fluid ingress, which is a reportable malfunction.